Event description:
It was reported that the tip of the torque limiting driver was broken while breaking off the set screws. The broken fragments were retrieved. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip end of the shaft has fractured completely from the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.